Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent what was done to treat the shard penetration? Gloves removed, wound irrigated copiously with running water for several minutes, betadine wash. Was medical or surgical intervention required? Bleeding stopped with pressure. Was there any special diagnostic test performed? Yes, occ health exposure labs were sent for blood borne viruses including hep b and c. Patient had to be consented for hiv testing. What is the status of the surgeon injury today? Healed. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No more difficult than usual (the design has never bee fully ideal). Was the ampoule crushed repeatedly? Once, maybe twice, but no not excessively, and not different from any other use. Can you identify the product code and lot number of the product that was used? You can have your local rep contact (B)(6)to get the info you need. I do not operate there anymore. Did this issue contribute to any patient adverse event? Delay/distraction in the or having to deal with the wound in a timely manner, had to put the patient in the uncomfortable position of asking if we could test for hiv. What is the most current patient status? Healing well from surgery. Please provide the available photos/video commentary above. Also, were prescription medications provided to the patient to address the wound or prophalactically? The patient did not sustain the wound, the provider did. The patient received prophylactic antibiotics (ancef 2gm) at the beginning of the case. Another version of the photo. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on and unknown date in 2023 and topical skin adhesive was used. During a procedure when pressing the ampoule to dispense the adhesive the glass punctured through the plastic and through the surgeons two pairs of gloves drawing blood and causing an occupation health exposure risk. Gloves removed, wound irrigated copiously with running water for several minutes, betadine wash, bleeding stopped with pressure. Labs were sent for blood borne viruses including hep b and c. The patient received prophylactic antibiotics (ancef 2gm) at the beginning of the case. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: this is an analysis for a photo and video submitted for evaluation. No product sample has been received. During the visual analysis, the following was observed: the photo and video shows a product with a broken ampoule. Based on the photo and video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.